Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups (uterine power supply) and a/c plug were replaced. The system was found to be operating as intended.